Event description:
It was reported that the customer was hospitalized due to high blood glucose of 309 mg/dl. It was stated that the customer had ketones and leg pain. Troubleshooting was performed. The programming, time, and date were correct. It was stated that the customer changed the infusion set to resolve the issue. Ran a fixed prime test and passed. Performed a high pressure test and failed. Instructed the customer to change the infusion set and reservoir. The high pressure test was performed again and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.